Event description:
The customer reported to olympus, the rhino-laryngo videoscope was reprocessed using an oer-4 that experienced a liquid transfer pump malfunction, it is possible that the scope was washed in a bad condition and used on the patient, but there is no history so the details cannot be confirmed. The issue was found while repairing the washer, the intended procedure was completed with a similar device without delay and there were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.